Manufacturer narrative:
Patient ethnicity is unknown. This report is for an unknown helical blade. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2018. During the procedure, the buttress nut would not release from the aiming arm of the trochanteric fixation nail advanced (tfna) instruments. Following insertion of the helical blade implant, the surgeon had to tap the back end of the buttress nut to disengage it from the locking clip within the aiming arm. In doing so, the buttress nut got stuck on the threaded sleeve upon removal of these instruments due to scarring of the threads during the extraction process. It was noted that there were four (4) specific instruments involved in the extraction process. There was no patient consequence reported. The patient outcome and any surgical delay were unknown. This report is for an unknown helical blade. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. (Add the rationale from the determination as to why this is now non-reportable.) Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.